Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high as compared to his usual readings/feelings and another meter. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2012 at an unspecified time at night. The patient tested on the subject device and reportedly observed the following values "150, 160 and 180 (mg/dl)" which she felt were higher than his normal readings. It is not known what range of blood glucose values the patient considers to be normal. Additionally she reported blood glucose results of "183mg/dl" with the subject meter and "57mg/dl" on onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The time of these tests is unknown. The patient manages his diabetes with an unknown type and dose of insulin, through pump therapy and reportedly administered his usual dose of insulin in response to the alleged high readings. Immediately after testing, the reporter claimed that he developed symptoms of "shaking" and treated himself with food/drink at an unknown time that same night. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were unexpired. A control solution test was not performed because the patient did not have control solution available. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly tested on the subject device, received higher than usual readings, administered his usual insulin dose and developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.